Event description:
Customer reporting 3 discordant sars results on symptomatic patients. Customer states the patients were positive by otc rapid antigen test (unknown timeline of test and manufacturer) but negative by sofia sars method. Report 3 of 3.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.